Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. Plavix was given prior to the procedure. The lesion had been pre dilated with an unk size balloon. There was some difficulty in getting the stent to reach the lesion in a tortuous, calcified circumflex artery. The physican then successfully deployed a taxus express2 3.0 x 16 mm drug eluting stent. After the balloon had fully deflated, it was sticking to the stent. Approx a minute after tugging and pulling on the shaft, the guide catheter dove down the vessel. The balloon was then removed from the lesion site. There were no reported pt complications.